Manufacturer narrative:
This report is submitted on august 16, 2021.

Event description:
Per the clinic, the patient experienced csf leakage and migration of the electrodes into the eustachian tube. Explant surgery is planned but has not yet occurred as of the date of this report.